Event description:
It was reported that the field representative called in for review of untreated/treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found the device is programmed to primary with 2x gain with smart pass enabled. There was rail to rail mechanical noise with wandering baseline. Additionally, there was a treated episode back in april which is similar to the untreated episode in which there was noise that was oversensed resulting in the patient receiving one inappropriate shock. Ts discussed possible causes and recommended performing x-rays and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called in for review of untreated/treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found the device is programmed to primary with 2x gain with smart pass enabled. There was rail to rail mechanical noise with wandering baseline. Additionally, there was a treated episode back in april which is similar to the untreated episode in which there was noise that was oversensed resulting in the patient receiving one inappropriate shock. Ts discussed possible causes and recommended performing x-rays and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the patient was evaluated in the clinic and the noise could be re-produced in both primary and secondary vectors with isometrics and movements. The patient did experience syncope with the first event from april. Additionally, it was noted that the device had a patient data (pd) error in which the implant data is incorrect. Technical services discussed possible causes and provided further troubleshooting. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called in for review of untreated/treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found the device is programmed to primary with 2x gain with smart pass enabled. There was rail to rail mechanical noise with wandering baseline. Additionally, there was a treated episode back in april which is similar to the untreated episode in which there was noise that was oversensed resulting in the patient receiving one inappropriate shock. Ts discussed possible causes and recommended performing x-rays and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the patient was evaluated in the clinic and the noise could be re-produced in both primary and secondary vectors with isometrics and movements. The patient did experience syncope with the first event from april. Additionally, it was noted that the device had a patient data (pd) error in which the implant data is incorrect. Technical services discussed possible causes and provided further troubleshooting. At this time, the system remains in service. No adverse patient effects were reported.